Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited undersensing and non capture as a ventricular arrhythmia was in progress. Also, a lead integrity alert (lia) inappropriately triggered on the implantable cardioverter defibrillator (ICD) due to the ventricular arrythmias. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: 2010-(B)(6). (B)(4).